Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laminectomy on (B)(6) 2019 and suture was used. During the procedure, the needle was detached from the suture easily during interrupted suturing on the fascia. It was a control release needle. There were no adverse consequences to the patient.